Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. This is noted on (B)(6) 2014. A call was made to inquire about waiting to change device out until later date if it was found that riata lead was to be extracted. X-ray of riata lead was performed prior to pack change. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).